Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room on (B)(6) 2026 and was subsequently hospitalized due to a blood glucose (bg) level of 398 mg/dl and a ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Customer declined follow up to obtain additional information. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage.